Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) confirmed suite pc failed to start up. Upon troubleshooting fse found that the mobile hard disk is bad. To resolve the issue, fse replaced mobile hard disk. After replacement of mobile hard disk, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that suite pc failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.